Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic wedge resection procedure, the staff said the tissue was quite thick. The surgeon started to pull the handle to fire the staples and dissect the tissue. The reload fully fired then cracking sound came from the handle. Surgeon pulled back on black tabs to open jaws with no success. Surgeon then used diathermy to cut load away from lung. Another handle and reload were used to finished the procedure. There was unanticipated tissue loss and tissue damage. The incision was also extended due to the product problem.